Event description:
On (B)(6), the implant was removed due to the user's otitis media for further treatment. As per new information received, the infection spread to the level of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an otitis media, which also spread to the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. This is a final report.

Event description:
The implant was removed to further treat the user's otitis media.